Manufacturer narrative:
Patient information: no patient data provided at initial report. Implant date, explant date: implant and explant dates also not provided at initial report. Device available for evaluation: to date no sample has been received; unknown if it will return in future at time of this initial report. Manufacturing site evaluation: investigation on-going; additional information and/or investigational results will be provided in a supplemental report.

Event description:
A post operative issue was identified with the shunt system. As a result, it was explanted. Very limited information was provided. The valve was reportedly "defective" and was explanted. Patient data, implant and explants dates are unknown at the time of this report submission. No further details provided. No associated patient complications or adverse sequelae are reported.

Manufacturer narrative:
Updated information: patient details, product details. Evaluation: the progav 2.0 shuntsystem was manufactured by a qualified employee in february 2019. Deviationa during assembly did not occur. Description of incoming product condition the shunt system was received dry (not submersed in liquid as suggested). Reason of complaint suspician of occclusion and over-drainage. Patient information: age - 56 years, weight - 65 kg, height - 165 cm, date of implantation - unknown, date of removal - (B)(6) 2019. Visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function text. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Neither valve is operating within acceptable tolerances. Results: it should be noted that the system was received dry. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. Finally, we have dismantled the valves. Inside the progav we have found slight build-up of substances (likely protein). There were no visible deposits observed inside the shunt assistant. However, even a small amount of blood or protein that is not visible could be responsible for the suspected malfunction. Based on our investigation, we are unable to substantiate the claim of blockage, but we confirm that the progav shunt system is over-draining, likely due to build-up of protein deposits inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt impants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.